Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in capture thresholds and pacing impedance. A procedure to replace the rv lead during a generator change was conducted. During the procedure, the physician attempted to plug the rv lead into a new device but noticed the extended connector pin would not stay in the header of the new device. The rv lead was capped (B)(6) 2024. The patient was stable before, during and after the procedure.